Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
One vamp flex with a stopcock was returned for examination. The reported event of contamination issue was not confirmed. No visible particulates were observed from the returned unit. The plunger of vamp flex syringe was pushed to closed position, and the fluid path of the stopcock was flushed continuously for 5 minutes, but no visible particulates were flushed out from the unit. The reported event could not be confirmed or replicated during the analysis, as the device responded appropriately during functional testing. It is not known if some procedural factors may have contributed to the event. There was no evidence of a manufacturing nonconformance. No further actions will be taken at this time. A review of the manufacturing records indicated that the product met specifications upon release. It is common clinical practice to inspect all products before usage. Additionally, these products are used by highly trained clinicians, experienced in identifying and mitigating any hazards that arise. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised to consider the potential benefits in relation to the possible complications. There was no visible particulate that was flushed out of the unit during 5 minutes of continuous flushing. The reported event occurred during priming before use. No patient compromise was reported. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Manufacturer narrative:
The device evaluation is anticipated. However, the complaint cannot not be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming with the evaluation and device history results when received.

Event description:
It was reported that an unknown black particle was found inside of the vamp flex syringe during priming. Patient demographic information requested but unavailable. There were no patient complications reported.